Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer was having high blood glucose. The customer's blood glucose was 469 mg/dl and was treated with the insulin pump. The customer's father stated that the customer was wearing the insulin pump while swimming in a pool, however, there were no signs of moisture in the insulin pump. The customer's father also stated that the site looked raised with some little bumps and that the family is currently on vacation, so customer is less active and eating cookies and other foods that the customer normally does not eat. During troubleshooting, air bubbles were found in the tubing. The customer's mother stated that there were air bubbles in the reservoir and tubing. The customer's father stated that they were using insulin from insulin pens. The customer's mother stated that they will get a vial of insulin. Nothing further reported.